Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had been off the bus. The field service engineer (fse) noted that row b in drawer 2.2 had not been recognized. The fse ran hardware test application and attempted to eject pockets from row b to check for debris, but the system did not recognize the pockets to release. An attempt at a force release was unsuccessful. The fse removed the surrounding pockets and tray retainers, then manually ejected the pockets from row b. The fse inspected row b for errors but could not find any debris. The tray was replaced, and the pockets were reinserted, after which the pockets in row b could be ejected and opened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failure occurred and all drawers were off the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.